Manufacturer narrative:
An event of central regurgitation was reported. A second 25mm navitor valve was implanted to resolve the aortic regurgitation; however the patient remained hemodynamically unstable and ultimately passed away despite resuscitation efforts. Throughout the procedure the patient experienced several episodes of hemodynamic instability. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The event was reviewed by medical affairs, based on the review ¿the patient remained unstable, and tee demonstrated intra-valvular regurgitation due to a single non-functioning leaflet.¿ based on the information available, the cause of the reported incidents could not be conclusively determined as no implant-related factors were provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the event was further reviewed by medical affairs. The reviewer noted that "after deployment of the navitor, the patient remained unstable and tee demonstrated intra-valvular regurgitation due to a single non-functioning leaflet. A second valve (also 25mm) was deployed in a tav in tav manner resolving the ar. However, the patient remained unstable and expired in the lab despite exhaustive resuscitative efforts. Of note, the patient had existing moderate lv dysfunction which likely increased the risk of the procedure and impaired the patient's ability to tolerate any hemodynamic instability. Based on the information available, it is appears that the death was at least in part contributed to by the non-functioning leaflet.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. During the procedure, the patient underwent a pre-dilation and went into cardiac arrest. The valve was implanted, but tte and tee showed that there was aortic regurgitation. A second 25mm navitor valve was implanted in a valve-in-valve procedure and no more leakage was seen. Throughout the procedure the patient experienced several episodes of hemodynamic instability. After the procedure was completed the patient had another episode of hemodynamic instability and ultimately passed away despite resuscitation efforts.